Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results, the as reported error codes 302.11 and 202.11 that led to the procedure being cancelled were confirmed. The errors were likely due to the chiller not starting. After replacing the component, the console passed full functional and electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on (B)(6) 2016. The system was last serviced on 18 march 2021. The laser console was fully functional without any issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the console was serviced by a field service engineer (fse) onsite. The fse replaced the chiller and calibrated the console. The console passed full functional and electrical safety testing. Investigation conclusion: based on analysis results an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure after patient sedation, the console displayed the error codes 302.11 and 202.11. The procedure was not completed due to this event. There were no patient complications in relation to this event.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported error 302.11 and 202.11 codes were confirmed based on the field service engineer (fse) onsite evaluation. After the fse replaced the chiller and completed calibration; the console passed full functional and electrical safety testing. Analysis of the returned chiller did not identify damages. The chiller passed all functional testing. As a result, the exact cause that contributed to the chiller failure cannot be determined. Device history review: a service history review was completed. This laser console was installed on 30 july 2016. The system was lasted serviced on 01 january 2021. The laser console was fully functional without any issues. Device technical analysis: the console was serviced by the fse onsite. The fse replaced the chiller and calibrated the console. The console passed full functional and electrical safety testing. The chiller was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the chiller was in good physical condition. Upon functional testing, the chiller performed within all testing parameters. Labeling review: a review of the greenlight xps laser system IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure after patient sedation, the console displayed the error codes 302.11 and 202.11. The procedure was not completed due to this event. There were no patient complications in relation to this event.